Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported needing assistance by the paramedics due to low blood glucose levels. When the paramedics arrived, the customer's blood glucose was 67 mg/dl. The customer had treated with orange juice and packets of sugar. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.